Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump was not properly delivering insulin during bolus delivery. Reportedly, boluses delivered did not lower customers blood glucose level as expected. Customer's blood glucose was 297 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.